Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a programming error occurred while dosing heparin. Per report, the clinician inadvertently input the patient's weight in pounds instead of kilograms. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.